Event description:
The customer reported being in the emergency room with diabetes ketoacidosis and high blood glucose of 1745mg/dl, and his friend found him laying on the couch unconscious and in a coma. The customer was vomiting, had nausea and ketones. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low battery and low reservoir alarm. The customer mentioned using the infusion set for four to five days because she did not have enough supplies and did not have insurance. Advised the caller to change the infusion set two to three days and to rotate the site. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.